Manufacturer narrative:
H6: investigation summary a mz1000-br sample was not available; however, the customer indicated the complaint sample was from lot 22105517. The feedback provided by the customer suggests blood backflow was detected during use of the maxzero device. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22105517 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note the maxzero is not a back check valve and under certain circumstances it is possible for blood to back flow into the maxzero. As stated in the directions for use "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux".

Event description:
It was reported that blood back flowed into the bd maxzero¿ needleless connector during the infusion. The following information was provided by the initial reporter, translated from portuguese to english: after PICC catheter release, maintenance saline solution is infused, and after a few minutes it presents blood return in catheter tubing extension and set. A vortex flush was performed and after a few minutes the return is observed again, with blood infiltration inside the device.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood back flowed into the bd maxzero¿ needleless connector during the infusion. The following information was provided by the initial reporter, translated from portuguese to english: after PICC catheter release, maintenance saline solution is infused, and after a few minutes it presents blood return in catheter tubing extension and set. A vortex flush was performed and after a few minutes the return is observed again, with blood infiltration inside the device.